Event description:
It was reported that pump battery would not charge despite attempts to use tandem charging cable with different wall outlets, adapters, and cables, and charging connection remained unstable and not recognized. There was no adverse impact to the customer's blood glucose level. Customer was instructed to continue using current pump as backup therapy until replacement pump arrived, received instructions on putting pump into storage mode before return, and was asked to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged, while technical support arranged replacement pump shipment after confirming warranty status and shipping address.